Event description:
It was reported that a right ventricular leadless pacemaker failed to release from a delivery catheter during initial implant. It was also noted that delivery catheter failed to enter tether mode. Device and catheter were removed from patient's body, but issue persisted. A new lp and catheter were used to complete the procedure. Patient was stable with no consequences.

Manufacturer narrative:
The reported event of separation failure was not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.